Manufacturer narrative:
The customer reported that the device would not recognize the therapy cable. There was no report of pt involvement. Philips evaluated the device, but could not reproduce the reported symptom. The device passed all standard performance and verification testing, and was returned to the customer. As of 07/2610, there have been no further reports of this symptom and this device from this customer. We are considering this a malfunction based on the customer's report. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device would not recognize the therapy cable. There was no report of pt involvement.